Manufacturer narrative:
The investigation of the system controller exchange of (B)(6) is covered under MFR# 2916596-2025-05290. Manufacturer's investigation conclusion: it was reported the patient experienced screen, communication, and button issues along with an alarm on the heartmate 3 system controller, serial number (B)(6). The controller was exchanged and returned for evaluation. These events have been addressed under MFR# 2916596-2025-05290. Multiple attempts were made to obtain additional information regarding these events; however, no additional information has been provided. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, rev. A is currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
(B)(6) was returned for an unknown reason indicating that a controller exchange occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.